Manufacturer narrative:
(B)(4). The gas delivery engine (gde) was returned to the vyaire factory service dept. And was evaluated. The fio2 inaccuracy was confirmed however, when the service technician performed the regulator / relay balance, all fio2 testing points were within specification. It is unknown why the customer was unable to successfully perform the regulator / relay balance to bring the fio2 % back into specification. The customer was provided with a replacement gas delivery engine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the fio2 % on the avea ventilator was out of specification at 90% and the reading was at 96%. The customer performed the air/o2 balance calibration and he was not able to correct the problem. Customer advised the unit passed the fio2 cell calibration. The customer advised there was no patient involvement associated with this event.